Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device, six (6) to twelve (12) hours post deployment, the patient described a pop sensation in the groin followed by bleeding and a hematoma formation. Patient outcome was ok. The procedure being performed was a coronary angiogram. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. Additional information was received on 14 nov 2023: the sheath used was a 6fr sheath. There were no difficulties with us of the device. The hematoma was small. The hematoma was treated with manual pressure. The patient is stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been an over-tightened suture resulting in a failed closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).